Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in brazil, during a transcatheter aortic heart valve implant procedure, the valve embolized into the ventricle.

Manufacturer narrative:
The complaint for valve embolization into ventricle was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Transcatheter aortic valve replacement in non-calcific aortic annulus to treat aortic insufficiency using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time it should be noted that in this case the thv was implanted in a non-calcific aortic annulus. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native calcific aortic stenosis, failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined). So, it was off label operation. As reported, "during procedure, the valve embolized into the ventricle. As per medical opinion, the cause of the embolization was the implantation in aortic insufficiency and non-calcified valve with aortic regurgitation." Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the valve was implanted in a non-calcific aortic annulus. Transcatheter heart valve (thv) requires annular calcification for anchoring. In the absence or in minimal calcification, the thv does not have a proper landing zone for anchoring, which leads to valve embolization. As such, available information suggests that procedural factors (off-label operation- valve implantation in non-calcific annulus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in brazil, during a transcatheter aortic heart valve implant procedure, the valve embolized into the ventricle. As per medical opinion, the cause of the embolization was the implantation in aortic insufficiency. Open surgery was performed to remove the valve. The patient passed away after surgery.

Manufacturer narrative:
Updated b5, d4- model and serial number, and h6- impact code.

Manufacturer narrative:
Updated sections d4 (serial number and expiration date) and h4.